Manufacturer narrative:
The investigation for the console (aic) purge disc/flags issues has been completed. Logs are irrelevant to this complaint as the clinical staff reported that the purge disc retainer was loose. However the logs were reviewed, purge disk not detected and purge pressure low alarm was confirmed. The alarms were due to the cause and effect of the broken purge retainer. The aic was returned for evaluation. Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken. Purge disk not detected alarm observed by the reporter was likely due to the broken purge disc retainer.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) indicates purge disk not recognized and it was noted that the purge disk holder was loose. Therefore, the console was exchanged, and the issue resolved. The patient is stable.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore,¿an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.